Event description:
I have abnormal painful periods,heavy bleeding .constant sharp painful stabbing pains. Always feel sick and nausea. Feels like my insides are on fire. Painful intercourse. Low to no energy. Extreme mood swings. Constant cramping. (B)(4).